Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized for diabetic ketoacidosis on (B)(6) 2017 with a blood glucose level of blood glucose of 490 mg/dl. The customer stated they received a no delivery alarm. The customer did not mention any symptoms of their blood glucose levels. The customer did not troubleshoot and did not send the product back for analysis.

Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No unexpected no delivery alarms or rewind anomaly noted during testing. Device functioned properly. The insulin pump passed the displacement accuracy test. Device received with minor scratched lcd window, cracked reservoir tube lip and broken battery tube threads.